Event description:
During bankart repair the patient received a burn. A 6mm fiberoptic light cable was being used with a 4mm scope a very large patient. The light source xenon 300xl was set at 50%. The scope was inserted into the patient as far as was possible. A burn area with blister was noted directly under the light post that had been resting on the patient's skin. Burned area was treated/dressed by the physician. This facility has standardized all light at 6mm for all specialities and has not had any issues.